Event description:
It was reported that the customer was hospitalized due to ketoacidosis and high blood glucose of 162mg/dl. It was stated that the customer was not receiving insulin. It was stated that the customer experienced high glucose for the past day. Troubleshooting was performed. The customer's most recent glucose reading was 218mg/dl, and she has treated with manual injections. It was stated that the customer does not feel comfortable with insulin pump and wanted a replacement of the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.